Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked. The bag connecter popped off the tubing during compounding. There was a large spilled within the laminar flow cabinet and surrounding area. The set was replaced to resolve the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured february 18, 2022 - february 21, 2022. H10: the device was received for evaluation with a connector that had been replaced (not the original connector involved in the reported issue). An unaided visual inspection of the used valve set was performed which observed that the valve set connector was not separated from the valve set silicone. The connector was found secure on the outlet tubing and no defect was evident. Functional system level testing with an exactamix main module using sterile water and 70% dextrose was performed and no leakage or connector issue was observed; the results were satisfactory. However, since the bag connector had been replaced by the customer in order to reduce the contamination of their laminar flow cabinets & cleanroom facilities by further spillages, this made the evaluation impossible due to the condition of the sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.